Manufacturer narrative:
Component - the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. The device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008, that a microvasive rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed eleven days prior. According to the complainant, during the procedure, while placing a cytology brush through the locking device, a piece of rubber from the device cap became lodged in the working channel of the scope. Procedure completed with another of the same mircrovasive rx locking device. The malfunctioning scope was sent out for repairs. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".